Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that the device stopped working. The patient had an appointment at the hcp office today, (B)(6) 2016. A local manufacturing representative (rep) was paged regarding this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.